Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The pump was unable to perform displacement test due to no button response. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked case, cracked display window and missing end cap sticker.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 230 mg/dl. The customer was unsure if the buttons were held down for more than 3 minutes. The customer was not able to clear the alarm. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR¿ provided in the initial report were incorrect. The correct dates have been provided in this report.